Event description:
Fifteen minutes after insertion, the pt showed allergic reaction: body and face, lacrimation, palpebral and labial edema, itching of pharynx. The pt is known to be allergic to latex.

Manufacturer narrative:
The sample is not available for the investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)